Event description:
A medtronic representative reported that, while navigating in a cranial resection, the system would stop, show red status, and an error appeared. After a re-boot the system functioned normally. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that when the axiem was connected to the test system with the cranial application it immediately displayed red status and said axiem emitter low drive error. Diagnostics shows a fault on coils 4, 5, and 6. This occurs on both tca ports. The axiem was received with the internal carrier bent at both tca ports. On (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed.